Event description:
It was reported patient underwent total knee arthroplasty on (B)(6), 2010. Subsequently, a revision procedure was performed due to instability.

Manufacturer narrative:
The user facility is outside the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity." This report is number 1 of 1 mdrs filed for this event (reference 1825034-2011-01110). This report submitted to the FDA (B)(4), 2011.